Event description:
07/05/2019: updated event description: it was reported that on (B)(6) 2019, during an orthopedic procedure the screwdriver was broken. It was used to put in an unknown 3.5mm cortex screw into an unknown 3.5mm locking compression plate. No fragments were generated from the broken device. There was no surgical delay. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unknown self-tapping 3.5mm cortex screw (part #: unknown, lot #: unknown, quantity #: unknown), unknown 3.5mm locking compression plate (lcp) plate (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure the screwdriver was broken. No fragments were generated from the broken device. There was no surgical delay. Procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).